Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Review of manufacturing history found no evidence of product nonconformance. During the examination, the acetabular cup was noted to have wear on the edge of the metal back and the underlying region, leaving a concave and burnished finish. Black staining, indicative of metal debris, is noted around the equator of the acetabular cup. It is evident that the damage and metal debris is a direct result of the liner fracture and subsequent disassociation of the liner from the cup, which led to direct articulation between the femoral head and acetabular cup. A conclusive root cause of the fracture of the liner, which led to these events, cannot be determined with the available information.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k042037. Requested but not yet returned.

Event description:
Patient was revised approximately three years post-implantation due to loosening of the acetabular cup, pain and possible damage to the acetabular liner. The femoral head, acetabular cup and liner were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same patient (reference "3002806535-2016-0063" & 00771).

Event description:
Patient was revised approximately three years post-implantation due to metal wear, pain and damage to the acetabular liner. Operative report notes dark liquid and a grey amorphous mass indicative of metal damage within the joint. The polyethylene liner had separated from the acetabular cup, allowing direct contact between femoral head and acetabular cup, and gray masses were noted on the pelvic bone. The femoral head, acetabular cup and liner were removed and replaced.